Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed damage to the shield. No other damages or defects were observed. All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. The damage to the seal appears to have been caused by an instrument. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. The applied medical instructions for use (IFU) warns that extra care should be used when inserting angular and asymmetrical instruments. This document represents our final report.

Event description:
Laparoscopic total nephroureterectomy - " during an operation, physician noticed the shield dislodged and took it out using a grasping forceps. (B)(4) confirmed the shield parts out of the seal and also found a scratch on the septum." Patient status: the patient was not injured.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.